Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: a review of the pump¿s black box history showed that low battery warnings were recorded due to normal battery wear. There was no evidence of short battery life observed in the pump histories. Visual inspection revealed that the battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the case seal. During testing, the pump¿s electrical current draws were found to be within the required specifications. The returned battery cap was able to be secured to the pump and was used to complete all testing. The complaint of short battery life was not able to be duplicated during investigation; however, damage to the pump was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. It was noted that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.